Event description:
Customer reported that "nursing set up a secondary infusion for potassium on module s/n (B)(4) around 0900 on 02/21 and within 10 minutes the 50cc of potassium had been infused." Customer requested a log review. There was no pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 03/19/2014. Internal file no: (B)(4). No devices received, log review only. The reported complaint of a secondary infusion running faster than expected could not be definitively confirmed. A review of the associated pcu event log showed that the infusion was started as a primary infusion with maintenance ivf running at 5 ml/hr. After infusing for a few minutes, a secondary infusion of potassium chloride (10 meq/50 ml) was programmed to infuse for an hour at 50 ml/hr. After infusing for approximately 25 minutes, the user overrode the secondary infusion and switched to the primary parameters. The total volume infused during the secondary infusion was logged as 20.6 mls. It could not be determined why the secondary infusion was terminated early. No device was received for this investigation. The root cause of the customer's report was not determined.